Event description:
Pt has specialty trach, rt respiratory therapist was following process in place to check trach obturator in bivona trach prior to use on pt and trach obturator tip came off of the obturator and became stuck in trach. Device was a 3.5 bivona flex trach. Tip did not reach pt. No harm occurred to patient. Other obturator was found and checked and it did same thing. It also was not used on pt at this time and did not reach the pt. When pts have bivona flextend speciality trachs ordered, they are only ever used on the same pt; they are used on the pt the trach is ordered for only. There is a process in place to check the obturator prior to using the obturator in the trach and that is to check if the tip comes off. With these 2 obturators, the tip came off, but the events never reached the pt; no harm to pt. The company has been to our facility and has observed and approved the recleaning/sterilization process. The company has been notified of issues with obturator. The date of this check was not known; the date was "a few weeks ago" per rt.